Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with ten cartridge reloads present. Cartridge (a) ecr60w, l5359u was loaded on the device fully fired and with the cartridge pan damaged at proximal end. Cartridge (b, c, d, e) ecr60b, l52y95 were received fully fired and in good visual condition. Cartridge (f) ecr60b, l5346r was received fully fired and in good visual condition. Cartridge (g, h, I, j) ecr60w, l5359u were received fully fired and in good visual condition. In addition, in order to verify the integrity of internal components the returned cartridges (a, b, c, d, e, f, g, h, I, j) were disassembled and no anomalies were noted, no damage on cartridge decks was found which suggests the cartridges, may not have been fired over a hard object. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. Intra-operative photographs were received. Based on the photographic evidence of the subject ple60a device firing of an ecr60b cartridge, there is an unformed staple present in the tissue. The photographs do not provide evidence relative to what may have caused the issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the surgeon fired the second firing across the stomach tissue with a blue reload. When the surgeon observed the staples there were staples that had an open gap. He then used suture to secure the staples and completed the procedure with that device and additional reloads. The device was removed each time with no tissue damage, there was no noises heard during the firings. There was no patient consequence reported.